Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown, therefore, a device analysis could not be completed. However, a leak was reported from an unspecified line of the amia cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia device during use of an amia cassette. The patient was connected at the time of the alarm. This occurred during cycle two of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak on an unspecified line of the amia cassette. Renal therapy services (rts) assisted the patient with ending therapy, and advised the patient to contact their peritoneal dialysis registered nurse regarding incomplete therapy. There was no patient injury, or medical intervention associated with this event. No additional information is available.